Event description:
It was reported that during a lap low anterior resection, an error 5 was displayed during use. The blade was broken off when a nurse wiped it with gauze. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device did not clamp a forceps or a clip. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.